Manufacturer narrative:
Product evaluation: a cartridge manufacturer was not indicated. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for this lens with the manufacturer's cartridge combination. A voluntary recall of acrysof restor® and restor® toric iol models occurred on (B)(6) 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in japan were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals.

Event description:
Additional information was provided that a vitrectomy was performed and the bacterium inspection was negative.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported postoperative endophthalmitis following an intraocular lens (iol) implant procedure. The iol was removed and replaced. The sample was discarded. Bacterium inspection information was not provided. Additional information has been requested.